Event description:
It was reported that during an implant attempt the leads would not place properly for optimum function. The leads were not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.